Event description:
Customer reported the workstation is alarming with power off. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restrapped the isolation transformer. System operates as intended.